Event description:
It was reported that during a wedge resection procedure, the incorrect reload was loaded into the stapler. An green 45 was loaded as opposed to an green 60. The stapler locked up upon firing. It is unclear if another device was used to complete the procedure. There were no adverse consequences for the patient reported. The device was discarded.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.